Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision.asr resurfacing- left.reason(s) for revision: alval / soft tissue reaction; metal ions.different implant dates on scf and claimsuite. Scf date has been recorded as it's considered more reliable.

Event description:
Asr revision. Asr resurfacing- left. Reason(s) for revision: alval / soft tissue reaction; metal ions. Different implant dates on scf and claimsuite. Scf date has been recorded as it's considered more reliable. Update: updated to legal, added kid ref: 6878, updated expiry dates on products taken from (B)(4) email 17 march 2015 (pd (B)(6) 2015).

Event description:
Jun 27, 2017: translated legal claim letter received. There were no allegations mentioned in the claim letter nor a product failure mentioned in the statement. Shall there be new information received, this complaint will be updated. Added unknown stem and sleeve due to previously reported raised metal ions. This complaint was updated on jun 28, 2017.

Manufacturer narrative:
Asr revision: asr resurfacing- left, reason(s) for revision: alval / soft tissue reaction; metal ions. Different implant dates on scf and claimsuite. Scf date has been recorded as it's considered more reliable. Update: updated to legal, added (B)(4), updated expiry dates on products. Taken from kennedy email (B)(6) 2015 ((B)(6) 2015). Update - scf indicates raised metal ion levels. Changed product category to abnormal clinical results : metal ions. (B)(6) 2015. On jun 27, 2017: translated legal claim letter received. There were no allegations mentioned in the claim letter nor a product failure mentioned in the statement. Shall there be new information received, this complaint will be updated. Added unknown stem and sleeve due to previously reported raised metal ions. This complaint was updated on jun 28, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received alleging injury and elevated blood cobalt levels. However, the lab results indicate that the levels were below 7. It was also found out that this event was previously reported under (B)(4). Data from the legacy complaint is reopened in this pc and updates are applied accordingly.